Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the connection failure of the connector might have occurred because there was dirt on the contact part of the connector. It is, therefore, possible that the phenomenon ¿b30 (scope communication error)¿ occurred because the connector was inappropriately connected. However, the subject device was not returned, so a root cause cannot be specified. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their issue. During the call the customer was not in front of the unit, so tac recommended when they got back to the unit to use isopropyl alcohol to clean the contact points. Tac also noted that once those contacts were dry, and before powering up the unit, make sure the maj-1430 cabling is not plugged in. Customer confirmed that once powered up after cleaning, she reconnected the cabling and no error message was present. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera iii xenon light source was producing a b30 scope communication error during procedure preparation. According to the initial reporter, the intended procedure was completed by changing out the scope, and the patient's overall outcome was "fine".